Manufacturer narrative:
Date sent to FDA: 9/18/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/29/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and bowel resection on (B)(6) 2014 during which the surgeon noted dense small adhesions to the mesh. He resected the entire portion of small bowel that contained the abdominal adhesions to mesh as well as the strictured area. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018 and mesh was implanted during which the surgeon noted he freed the adhesions he found. It was reported that the patient underwent additional surgery on (B)(6) 2018 during which the surgeon noted a wound site infection, which he irrigated, debrided excised and evacuated. He placed a wound vac. It was reported that the patient experienced severe pain, discomfort, nausea, vomiting and diarrhea. No additional information is provided. The other procedure is captured in a separate file. No additional information is provided.